Manufacturer narrative:
The incident sample has been received and is pending a completed evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated device and a suprarenal aortic extension on (B)(6) 2016. The patient had strep and pneumonia and was diagnosed with a mitotic aneurysm prior to the initial implant. On (B)(6) 2016 the patient came in emergently with an aortic rupture, the graft was explanted and an open repair was completed. On (B)(6) 2016 the patient expired.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was not able to confirm the reported event. There were no patient medical records and no patient images available for review. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Patient medical records and images were not available. The device evaluation was not able to confirm the reported event. Potential contributing factors to the reported event include; off label use.